Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for continued bleeding despite angio-seal deployment. The exact root cause was unable to be determined. The likely cause was determined to have been incomplete hemostasis despite angio-seal deployment which was resolved through manual compression. The device history record (DHR) was unable to be reviewed as a valid lot number was not identified. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that the patient's groin was still oozing after the involved device deployment. The patient was not injured during the event and medical/surgical intervention was not required. The estimated blood loss was less than 250 ccs. The event occurred intra-operative. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received (B)(6) 2023: it was just oozing. There was no difficulty with access. An angiogram was done before deployment. The patient was in stable condition. The tech held light pressure and the bleeding stopped.

Manufacturer narrative:
D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lab manager. H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.